Event description:
It was reported that there was no stimulation sensation. The patient noticed this two days prior to report. The patient thought it was related to the patient programmer battery. It was noted that a problem with the patient programmer was reported. The patient stated that they bought a new pack of (B)(4) batteries and put a new battery in one day prior to report. At the beginning of the call the patient observed a green light by the implantable neurostimulator (ins) on, ins battery and the 9v battery. The patient verified that these lights were solid and not blinking. The manufacturer representative had the patient use the arrows to adjust and the patient stated the patient programmer was beeping but ¿not doing anything.¿ the patient still did not feel stimulation. After this, the patient stated that only the 9v battery was on. The manufacturer representative had the patient remove the battery to reset and turn the ins off. At this point the patient programmer showed ins off yellow light and 9v green light only. It was noted that hitting the ins on showed ins on green light and 9v light only. It was noted that using the up arrow showed the 9v battery light only. The manufacturer representative had the patient change the batteries again with no change. The patient was redirected to the healthcare professional (hcp). It was further reported that the patient programmer would not interrogate. The anomaly appeared to have occurred through product use. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant products: product ID 7435, serial # (B)(4), implanted: (B)(6) 2005, product type programmer, patient; product ID 3487a-33, lot # j0519327v, product type lead; product ID 3487a-33, lot # j0519434v, product type lead. (B)(4).

Event description:
Additional information received reported that the patient received assistance from their doctor or manufacturer representative and their concerns were resolved.